Event description:
Item 0210-012-000 soft tissue tip was found broken even though the package is still sealed. Black o ring that is supposed to be on the item itself was broken into piece within the package. We located 2 items like that in current inventory.